Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) large volume folfusors. It was observed that the devices did not deliver any of the medication dose. This was observed during therapy at the patient¿s home. The device was filled with flucloxacillin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: august 12, 2021 - august 13, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.